Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device evita v600 stopped operation and alarmed for ¿device failure (01)¿ during device being used on the patient. Ther were no patient health consequences reported.

Manufacturer narrative:
The device was examined by the dräger service, which identified a faulty printed circuit board (pba pi main ecd). The printed circuit board and the log file were made available for further investigation. Based on the log file analysis several "device failure (01)" alarm events could be confirmed. As per log file these alarms occurred on march 10, 2022, and not on march 9, 2022, as reported. The analysis of the returned printed circuit board revealed a persistent hardware malfunction of the safety logic leading to the output of the reported alarm device failure (01)". The device reacted as specified on a detected failure of the safety system and opened the emergency breathing valve to the ambient with accompanying "device failure (01)" alarm. In this case another ventilator shall be used to continue ventilation. The replacement of the printed circuit board by the dräger service solved the issue. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device evita v600 stopped operation and alarmed for ¿device failure (01)¿ during device being used on the patient. Ther were no patient health cosequences reported.